Event description:
Once the x-ray procedure had been completed the equipment operator raised the overhead x-ray tube assembly away from the pt while rotating the column assembly back to its transport position. During this task, the cable that supports the overhead x-ray tube assembly broke causing the tube assembly to fall and finally rest on the x-ray unit. The equipment user indicated that the overhead tube assembly dropped without any hesitation or indication of a safety interlock slowing the tube from falling. If the support cable for the overhead x-ray tube had broken while the tube assembly was still positioned over the pt, the pt would have experienced serious injury. A co svc rep inspected the portable x-ray unit on 11/19/96. The svc rep indicates that, after inspection, safety lock did keep tube from falling. The svc rep also inspected two other portable x-ray units for possible damage to the tube column counter weight cables. After inspection, the svc rep did not find any identifiable defects.